Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
A review of the manufacturing records was conducted. The intraocular lens (iol) manufacturing review showed that all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer's report were generated when this production order was manufactured. The product met manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder .

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that one haptic of an ar40mn 7.0 diopter intraocular lens snapped in half during lens loading. The lens was inserted and removed requiring incision enlargement from 2.4 to 3.0. No patient injury reported.